Event description:
Pre-operative computed tomography (CT) images were provided and showed outflow obstruction, and the echocardiogram showed no right ventricular failure. The patient was admitted to the hospital with dyspnea and pretibial edema. Right ventricular failure was considered. It was stated that the outflow graft obstruction was resolved after surgical intervention, and the bio debris/fibrin accumulation inside the ogbr was cleaned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation, as the submitted computed tomography (CT) images were not accessible by abbott for evaluation. Analysis of the submitted log files confirmed the low flow alarms, however, a specific cause for these events could not conclusively be determined through this evaluation. The submitted controller event log file contained events from 08aug2024 through 09aug2024. Starting at the beginning of the file, estimated flow typically ranged between 0.5-2 liters per minute (lpm), resulting in persistent low flow hazard alarms. An intentional pump stop occurred on 08aug2024, resulting in the speed and pi to reach 0 rpm and 0, before ramping back to the set speed. Additionally, several low speed advisories were captured throughout the file when the stored patient speed was set below or operated below the low speed limit. Per design, this will post a low speed advisory alarm condition. The alarms resolved when the stored patient speed was increased above the low speed limit. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft." Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was suspicion on an outflow graft obstruction on the patient. Continuous low flow alarms (lfas) with a flow of 1.5-1.8 liters per minute (lpm) was reported. An echocardiogram was performed pre-operatively and the operation was performed on (B)(6) 2024. The reason for obstruction was found to be bio debris accumulation inside the outflow graft bend relief (ogbr). Pump parameters become normal (flow: +4.5 lpm) as soon as the ogbr was cleaned surgically. The patient's clinical condition was stable.

Manufacturer narrative:
E1 reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.